Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, it was a sapien 3 ultra resilia 26mm valve implant procedure in aortic position by right transfemoral approach. During the procedure, difficulty was encountered when attempting to advance the commander delivery system with the crimped valve through the 14f esheath+. Although the esheath+ was inserted without resistance and expanded using the expansion tool, the delivery system became lodged between the white and blue segments of the esheath+ and could not exit the tip. Despite the application of significant force, the system could not be advanced. The delivery system and esheath+ were withdrawn together as a single unit. A new esheath+ (16 french) and a new delivery system with a replacement valve were used. The new esheath+ was inserted smoothly, and the delivery system passed through without issue, allowing for successful valve implantation. No damage to edwards lifesciences devices occurred, and no patient injury or procedural complications were reported. The patient remained in stable condition following the procedure. As per imagery review, the commander delivery system balloon was observed to be torn.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability for this event. An image of the commander delivery system was received and evaluated by engineering. The evaluation showed damage that appeared to be a cut. Upon investigation into the cause of the damage, the field clinical specialist clarified that the damage occurred after device removal from the patient. The device was intact upon removal. The damage resulted from an attempt to force the commander delivery system out of the esheath+ while on the back table. This action and the resulting damage did not occur while the devices were inside the patient. In this case, the use of the ew device did not contribute to a patient injury. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of the commander delivery system; therefore, this event is no longer considered to be a reportable event.